Event description:
Complainant alleged that the medics were attempting to pace the heart rhythm of a patient who was presenting an asystole heart rhythm. The medics set the ppm to 70, but were unable to increase the ma setting over 20. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.